Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/10/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what symptoms did the patient experience following the index surgical procedure? Onset date?: abdominal hernia occurred. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure:unknown. Date and name of index surgical procedure?: unkown. The diagnosis and indication for the index surgical procedure?: unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? : unknown. On what tissue was the vicryl suture used?: unknown. On what tissue was the pds suture used?: unknown. What was the tissue condition (normal, thin, calcified, fragile, diseased)?: unknown. How was the suture placed (interrupted or continuous)?: unknown. How was the suture originally tied (multiple knots, square knot, etc.)?: unknown. Please describe any medical/surgical intervention required for this suture event including dates and results.: unknown. Did the suture break post-op? If yes, was it the vicryl, the pds, or both?: unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?: unknown how long after the index procedure was the abdominal hernia first noted?: unknown was there any triggering event prior to the hernia? (E.g. Sneezing, coughing, strenuous activity)?: unknown. What was the defect size/type/location of the hernia associated with this event?: unknown. Other relevant patient history/concomitant medications? =>unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event?: unknown. What is the patient's current status?: unknown. Lot number of the vicryl suture?: unknown. Product code and lot number of the pds suture?: unknown. This case was obtained by the interview with the surgeon, but it was case so long time ago. In addition to that, the surgeon himself scarcely remembered the detail of the case. So it's difficult to have additional information. Sorry for inconvenience.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Note: related events reported in 2210968-2023-00745.

Event description:
It was reported that a patient underwent an unknown plastic surgery procedure on (B)(6) 2023 and suture was used. After using the suture, an abdominal hernia occurred. Additional information was requested.